Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow covid-19 ag card. As per customer a asymptomatic person tested 4 times,the first test result was positive and the following three (3) repeat tests generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 144080 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 144080, test base part number 195-430h / lot 138189a. The lot met the required release specifications. A review of the complaints reported as false positive patient and false negative results (confirmed and unconfirmed, conflicting results) related to kit lot 144080 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.